Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited t-wave oversensing. Upon review, inappropriate atrial fibrillation episodes were stored by the device. Programming changes were discussed. No intervention was reported. The patient was stable throughout.